Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune thyroiditis ("hashimotos") and neuropathy peripheral ("neuropathy in legs") in an adult female patient who had essure (batch no. 740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of rash ("skin rashes"), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("hives"), the second episode of rash ("rashes"), gluten sensitivity ("gluten sensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fibromyalgia ("fibromyalgia"), autoimmune thyroiditis (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), eczema ("eczema"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("heart palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), neuropathy peripheral (seriousness criterion medically significant), paraesthesia ("tingling"), neuralgia ("nerve pain"), post-traumatic stress disorder ("ptsd"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("vision blurred"), diplopia ("double vison"), vitreous floaters ("floaters"), fatigue ("fatigue"), duodenitis ("inflammation of duodenum"), dyspepsia ("digestive problems"), liver disorder ("liver issues"), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("hip pain"), abdominal pain ("abdominal pain") and pain ("all over body pain"). The patient was treated with surgery (had surgery to remove the essure) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, loss of libido, vaginal haemorrhage, urticaria, the last episode of rash, gluten sensitivity, cystitis, urinary tract infection, vaginal infection, fibromyalgia, autoimmune thyroiditis, chronic fatigue syndrome, eczema, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, neuropathy peripheral, paraesthesia, neuralgia, post-traumatic stress disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, diplopia, vitreous floaters, fatigue, duodenitis, dyspepsia, liver disorder, insomnia, alopecia, abdominal pain and pain outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, bladder disorder, chronic fatigue syndrome, cystitis, diplopia, duodenitis, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, fibromyalgia, gluten sensitivity, headache, insomnia, liver disorder, loss of libido, menorrhagia, migraine, nausea, neuralgia, neuropathy peripheral, pain, palpitations, paraesthesia, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: was normal on (B)(6) -2016 patient had surgical pathology report resulted in clinical diagnosis: menorrhagia final diagnosis: a) pelvic sidewall, biopsy: endometriosis. B) uterus with cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingoophorectomy: 1) benign cervix with focal parakeratosis. 2) minute benign leiomyoma. 3) benign secretory endometrium. 4) right fallopian tube with benign para tubal cyst. 5) left fallopian tube with small benign para tubal cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received, reporter added, lot number added, event added a s:- hormonal changes describe: lack of sex drive, abnormal bleeding (vaginal,menorrhagia), hysterectomy (partial), allergic or hypersensitivity reaction type: hives, rashes, gluten sensitivity, infection (bladder/ urinary tract/vaginal) type: multiple issues with all, autoimmune disorder type of disorder: fibromyalgia, hashimotos, chronic fatigue syndrome, rashes or skin conditions type: hives, rashes, eczema, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: heart palpitations, salpingectomy (bilateral removal of fallopian tubes), nausea, dental problems, neurological conditions or problems type: neuropathy in legs, tingling, nerve pain, ptsd, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurred, double vison,floaters, fatigue, gastrointestinal or digestive system condition incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune thyroiditis ("hashimotos") and neuropathy peripheral ("neuropathy in legs") in an adult female patient who had essure (batch no. 740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. (B)(6) on (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of rash ("skin rashes"), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("hives"), the second episode of rash ("rashes"), gluten sensitivity ("gluten sensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fibromyalgia ("fibromyalgia"), autoimmune thyroiditis (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), eczema ("eczema"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("heart palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), neuropathy peripheral (seriousness criterion medically significant), paraesthesia ("tingling"), neuralgia ("nerve pain"), post-traumatic stress disorder ("ptsd"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("vision blurred"), diplopia ("double vison"), vitreous floaters ("floaters"), fatigue ("fatigue"), duodenitis ("inflammation of duodenum"), dyspepsia ("digestive problems"), liver disorder ("liver issues"), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("hip pain"), abdominal pain ("abdominal pain") and pain ("alll over body pain"). The patient was treated with surgery (had surgery to remove the essure) and surgery (endometrial ablation). Essure was removed on 28-sep-2016. At the time of the report, the pelvic pain, menorrhagia, loss of libido, vaginal haemorrhage, urticaria, the last episode of rash, gluten sensitivity, cystitis, urinary tract infection, vaginal infection, fibromyalgia, autoimmune thyroiditis, chronic fatigue syndrome, eczema, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, neuropathy peripheral, paraesthesia, neuralgia, post-traumatic stress disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, diplopia, vitreous floaters, fatigue, duodenitis, dyspepsia, liver disorder, insomnia, alopecia, abdominal pain and pain outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, bladder disorder, chronic fatigue syndrome, cystitis, diplopia, duodenitis, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, fibromyalgia, gluten sensitivity, headache, insomnia, liver disorder, loss of libido, menorrhagia, migraine, nausea, neuralgia, neuropathy peripheral, pain, palpitations, paraesthesia, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: was normal on 28-sep-2016 patient had surgical pathology report rsulted in clinical diagnosis: menorrhagia final diagnosis: a) pelvic sidewall, biopsy: endometriosis. B) uterus with cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingoophorectomy: 1) benign cervix with focal parakeratosis. 2) minute benign leiomyoma. 3) benign secretory endometrium. 4) right fallopian tube with benign para tubal cyst. 5) left fallopian tube with small benign para tubal cyst concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), autoimmune thyroiditis ('hashimotos') and neuropathy peripheral ('neuropathy in legs') in an adult female patient who had essure (batch no. 740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard iud. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("hives"), gluten sensitivity ("gluten sensitivity"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fibromyalgia ("fibromyalgia"), autoimmune thyroiditis (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), eczema ("eczema"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), liver disorder ("liver issues") and insomnia ("insomnia"). In 2011, the patient experienced palpitations ("heart palpitations"). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced vision blurred ("vision blurred"), diplopia ("double vison"), vitreous floaters ("floaters"), duodenitis ("inflammation of duodenum") and dyspepsia ("digestive problems"). In 2016, the patient experienced tooth disorder ("dental problems"), neuropathy peripheral (seriousness criterion medically significant), paraesthesia ("tingling"), neuralgia ("nerve pain"), post-traumatic stress disorder ("ptsd") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), rash ("skin rashes / rashes"), cystitis ("bladder infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), pain ("all over body pain") and fear ("scared but ready for it to be gone"). The patient was treated with surgery (endometrial ablation and had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, rash, loss of libido, vaginal haemorrhage, urticaria, gluten sensitivity, cystitis, urinary tract infection, vaginal infection, fibromyalgia, autoimmune thyroiditis, chronic fatigue syndrome, eczema, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, neuropathy peripheral, paraesthesia, neuralgia, post-traumatic stress disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, diplopia, vitreous floaters, fatigue, duodenitis, dyspepsia, liver disorder, insomnia, alopecia, abdominal pain, pain and fear outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, bladder disorder, chronic fatigue syndrome, cystitis, diplopia, duodenitis, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, fear, fibromyalgia, gluten sensitivity, headache, insomnia, liver disorder, loss of libido, menorrhagia, migraine, nausea, neuralgia, neuropathy peripheral, pain, palpitations, paraesthesia, pelvic pain, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and vitreous floaters to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: was normal. Diagnostic results: on (B)(6) 2016 patient had surgical pathology report resulted in clinical diagnosis: menorrhagia. Final diagnosis: a) pelvic sidewall, biopsy: endometriosis. B) uterus with cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingoophorectomy: 1) benign cervix with focal parakeratosis. 2) minute benign leiomyoma. 3) benign secretory endometrium. 4) right fallopian tube with benign para tubal cyst. 5) left fallopian tube with small benign para tubal cyst . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: this record was detected to be a duplicate to record # (B)(4) from which all information was transferred to this case record ((B)(4)), then duplicate record # (B)(4) will be deleted. New event: fear ("scared but ready for it to be gone"). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rashes"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.